Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. Blood glucose (bg) values reached 390 mg/dl while wearing the pod between 24 and 36 hours in the arm. Symptoms reported include nausea, fatigue, thirst and ketones. For treatment, the patient was given insulin and anti-nausea medication. The patient was at the hospital for 4 hours. The pod had been removed and replaced prior to ER visit. The patient was reported to be using a looping system with the omnipod system which is considered off label use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an expiration alarm. The pod was confirmed to have run for 80 hours. The exposed portion of the soft cannula was observed to be stretched. The timing and cause of the observed cannula damage could not be determined. As such, it could not be conclusively determined if the observed cannula damage contribute to the reported event.